Event description:
The surgeon at the hospital reported the following event to the sales rep: "revision surgery performed on (B)(6) 2012 because of blocage knee. Patient had pain. Ablation of loose (broken) peg. Ps knee with broken peg can lead to laxity."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The surgeon at the hospital reported the following event to the sales rep: "revision surgery performed on (B)(6) 2012 because of blocage knee. Patient had pain. Ablation of loose (broken) peg. Ps knee with broken peg can lead to laxity."

Manufacturer narrative:
The insert post was returned, however the remainder of the tibial insert was not returned. The post fracture was observed to have originated at its anterior base and propagated in the posterior direction. The fracture surface exhibited fatigue striations. The event was confirmed. Device history review: not performed as the product lot number is unknown. Complaint history review: not performed as the product lot number is unknown. The exact cause of the event could not be determined, however, the investigation concluded that the post fracture in fatigue, likely caused by repeated impingement of the notch of the femoral component.